Event description:
It was reported after a successful implant, there was difficulty recalibrating the sensor due to lack of signal acquisition. Troubleshooting was tried to no avail. Surgical intervention may be taken at a later date to address the issue.